Event description:
The customer reported that there was intermittent fast stop activated error messages. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The customer elected to have a third party repair the system. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.